Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the pt¿s ventricles remained large even with a valve pressure change. As a result, the device was revised. Upon explantation of the device, it was noted that the silicone housing that surrounds the siphon guard was torn.